Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "as the ICU patient was in need of dialysis, an acute haemodialysis catheter was placed (femoral placement). The catheter got placed correctly (the catheter functions properly) and the catheter got placed according to the IFU. When the nephrologist withdrew the swg, it was nevertheless kinked and disentangled. " no patient harm reported. The patient's condition was reported as critical, unrelated to the device. The patient remained in ICU and recovering at the time of this report.

Event description:
Customer reported that "as the ICU patient was in need of dialysis, an acute haemodialysis catheter was placed (femoral placement). The catheter got placed correctly (the catheter functions properly) and the catheter got placed according to the IFU. When the nephrologist withdrew the swg, it was nevertheless kinked and disentangled. " no patient harm reported. The patient's condition was reported as critical, unrelated to the device. The patient remained in ICU and recovering at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.